Event description:
The caller contacted baxter's technical service center regarding a system error (se) 2367 (air in line). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter contacted the patient on (B)(6)-2011. The patient stated the following: the cause of the alarm was unknown and new supplies cleared the alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause was undetermined.